Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("bleeding: gen abnormal. Bleed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of iron deficiency anemia, vaginal bleeding, dyspareunia, fatigue, parity 2, gravida ii, ovarian cyst, breast disorder, anemia, pelvic pain and abnormal uterine bleeding. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain- dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse"), back pain ("pain: back"), heavy menstrual bleeding ("bleeding- menorrhagia (heavy menstrual bleeding)") and intermenstrual bleeding ("bleeding: metorhagia (bleeding b/w periods)"). The patient was treated with surgery (diagnostic laparoscopy, bilateral essure removal, right salpingectomy; hysteroscopy, mysure d&c). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain. Discrepant information: essure confirmation test performed on (B)(6) 2012 & result: unknown which was before essure insertion date : (B)(6) 2012. Essure insertion date provided in pif : (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: scout film demonstrates to essure occlusion devices. Injection of contrast in the endometrial canal demonstrate rough appearance of the endometrium. No contrast opacified either the right or left fallopian tubes. Impression: occlusion of both the right and left fallopian tubes by the essure devices. Irregularity of the endometrial canal secondary to patient's menstrual cycle. [Imaging procedure] (date unknown): essure confirmation test not specified (unknown) [pathology test] on (B)(6) 2023: designated "left essure" is a 17.0 cm in length x <0.1 cm in diameter coiled portion of silver, metallic hardware, displaying firmly adherent pink soft tissue. The specimen is grossly consistent with an essure device. -designated "right essure" is a 4.8 cm in length x <0.1 cm in diameter, tightly coiled portion of silver, metallic hardware with adherent pink-red soft tissue. The specimen is grossly consistent with an essure device. Right fallopian tube: sectioning reveals grossly unremarkable cut surfaces with an additional 8.4 cm in length x <0.1 cm in diameter portion of silver, metallic, coiled hardware at the nonfimbriated aspect, grossly consistent with additional essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("bleeding: gen abnormal. Bleed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of iron deficiency anemia, vaginal bleeding, dyspareunia, fatigue, parity 2, gravida ii, ovarian cyst, breast disorder, anemia, pelvic pain and abnormal uterine bleeding. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted. At an unknown time, she experienced genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain- dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse"), back pain ("pain: back"), heavy menstrual bleeding ("bleeding- menorrhagia (heavy menstrual bleeding)") and intermenstrual bleeding ("bleeding: metorhagia (bleeding b/w periods)"). The patient was treated with surgery (diagnostic laparoscopy, bilateral essure removal, right salpingectomy; hysteroscopy, mysure d&c). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2023. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain. Discrepant information: essure confirmation test performed on (B)(6) 2012 & result: unknown which was before essure insertion date : (B)(6) 2012. Essure insertion date provided in pif : (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: scout film demonstrates to essure occlusion devices. Injection of contrast in the endometrial canal demonstrate rough appearance of the endometrium. No contrast opacified either the right or left fallopian tubes. Impression: occlusion of both the right and left fallopian tubes by the essure devices. Irregularity of the endometrial canal secondary to patient's menstrual cycle. [Imaging procedure] (date unknown): essure confirmation test not specified (unknown) [pathology test] on (B)(6) 2023: designated "left essure" is a 17.0 cm in length x <0.1 cm in diameter coiled portion of silver, metallic hardware, displaying firmly adherent pink soft tissue. The specimen is grossly consistent with an essure device. Designated "right essure" is a 4.8 cm in length x <0.1 cm in diameter, tightly coiled portion of silver, metallic hardware with adherent pink-red soft tissue. The specimen is grossly consistent with an essure device. Right fallopian tube: sectioning reveals grossly unremarkable cut surfaces with an additional 8.4 cm in length x <0.1 cm in diameter portion of silver, metallic, coiled hardware at the nonfimbriated aspect, grossly consistent with additional essure device. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.